Manufacturer narrative:
This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30. Patient identifier: complete entry = (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect sars-cov-2 results for one patient. The customer indicated the patient had a collegue test positive and had no symptoms. Sample ID (B)(6) generated positive results on architect 4.0 index (original tube) and 3.6 index (frozen tube). The sample generated negative results on epitope igg, vircell igg, fmia igg, iga and igm at the institute of medicine virology at the university of zurich. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely positive results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Return testing was not possible as returns were not available. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16318fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained kit of the complaint lot indicates that the lot is performing acceptably. Per product labeling a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) was 99.63% (95% ci: 99.05, 99.90), indicating that false positive results for this assay should be rare. Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with abbott product labelling. In this study, 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states, were tested where one false positive was found, indicating a specificity of 99.90%. The product package insert advises that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. In this case, no pcr test data was provided, and the patient indicated that they were not really sick but had colleagues who had tested positive for sars-cov-2. The sample was nonreactive when tested on alternate assays, however the expected sensitivity performance of these assays was not provided. Based on the investigation, architect sars-cov-2 igg reagent lot 16318fn00 is performing as intended, no systemic issue or deficiency was identified.